Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite treatment on (B)(6) 2023 [treatment date (year) described in a call to abbvie received on 26/july/2024] to the abdomen / outer thigh and (B)(6) 2023 to the upper abdomen, low abdomen and mid abdomen. The curve 120 (c120) applicator was used on the upper abdomen and mid abdomen, the curve 150 (c150) applicator was used on the low abdomen, the flat 125 applicator was used on the upper abdomen, and the surface 150 applicator was used on the outer thighs. On (B)(6) 2024, the patient was diagnosed with paradoxical hyperplasia (ph) to the entire mid abdomen and entire lower abdomen.